Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason wherein the ipg was replaced and repositioned. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the reason for revision procedure was due to patients ipg was interfering within the belt line and it was uncomfortable. The physician decided to replaced the ipg.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason wherein the ipg was replaced and repositioned. The patient was doing well postoperatively.